Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the battery was not charging. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer stated during setup the unit did not have the battery light emitting diode (led) illuminated on the front panel when connected to alternating current (ac) power. The remote service engineer (rse) and customer performed troubleshooting together. The rse and customer verified that the voltage was correct on the ac line, filter connection to the power supply, and voltage at the j1 of the power supply. The rse then discovered the customer did not have the correct version of the power management (pm) printed circuit board assembly (pcba) installed. The rse then advised the replacement of the pm pcba and provided the part number for the customer to order and replace the pm pcba.

Manufacturer narrative:
Information was received indicating that the customer reset the power management board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.